Event description:
Additional information received reported that the patient forgot to charge the battery because of personal reasons. The patient was receiving good therapy at the time of the report.

Event description:
Additional information received reported a power on reset (por) condition. The manufacturer representative (rep) attempted to communicate the implantable neurostimulator (ins) with the clinician programmer, and it indicated ¿ins battery depletion, replace battery now¿. They replaced the clinician programmer external batteries and it continued to display the same message. They could not see the observation screen on the clinician programmer. When the rep clicked ok the clinician programmer brought them back to the ¿begin a session¿ screen. The patient had done two physician mode recharges the day of the report. The patient programmer was displaying an empty ins battery. The implantable neurostimulator recharger (insr) displayed a por message. The por message was bypassed and then the recharger was showing an empty ins battery. Information regarding the por and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The patient had no stimulation sensation. The recharger would not power up. This started a couple of days prior. The patient went to plug it because they could feel the power diminish. The patient went to charge it and nothing happened. The patient was at work and did not have their equipment to troubleshoot at the time of the report. The stimulation stopped the day of the report. The programmer flashed the empty battery icon. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 97740, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377775, lot# v008916, implanted: (B)(6) 2006, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377775, lot# v004859, implanted: (B)(6) 2006, product type: lead; product ID 97754, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).